Manufacturer narrative:
The pump passed the sleep current measurement, active current measurement, self test, and displacement test. The trace and history files were successfully downloaded using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. The pump history file lists data from 6/18/2024 to 8/17/2024 and the pump diagnostic trace file lists data from 8/1/2024 to 8/18/2024. Unable to verify low battery alerts (low battery life), and rejecting new batteries (battery failed alarm), and create the battery duration calculation for the event date, 9/20/2024 due to no available historical data however, there are no excessive or unusual power/battery-related alarms found in the available data in the history file. The pump was cut open for a visual inspection. Moisture damage was found on the electronic assembly (pcba 1 and pcba 2), keypad flex cable, motor, and inside the battery tube. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, missing display window cover, cracked battery tube threads, cracked battery compartment, and pillowing keypad overlay. The customer did not experience an unexpected power loss of less than seven (7) days per the pump history records. Battery charge lasting less than expected (low battery life) and rejecting new batteries (battery failed alarm) complaints are not confirmed. Moisture damage was found during a visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced insulin pump failed battery test, charge/battery lasted less than expected. The customer reported no adverse event. The event involved product(s) mmt-1780kl. Troubleshooting could not be performed. No harm requiring medical intervention was reported. It was unknown whether the customer will continue to use the device. No product return is required for mmt-1780kl.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.